Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a load step malfunction. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed 08-apr-2019 with the following findings: review of the black box data revealed records of ¿pump not primed¿ warnings with zero force and ¿no cartridge detected¿ warnings recorded. On investigation, the pump failed to recognize the cartridge during the load step and provided a ¿no cartridge detected¿ warning. The force sensor unit was evaluated and was found to not be detecting the correct force due to moisture damage that found inside the pump on the printed circuit board and the force sensor circuit. Investigation duplicated the complaint.